Event description:
It was reported in a routine clinic check that the patient's right ventricular (rv) lead recorded multiple non-sustained right ventricular oversensing (nsrvo) episodes. The cause of the nsrvo episodes was not determined. Programming changes were made. The patient was in stable condition.